Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, the right ventricular lead exhibited noise and over sensing. Noise was able to be reproduced in clinic. The device was reprogrammed. The patient was stable and would continue to be monitored.